Event description:
Per the clinic, the patient's rechargeable battery is expanding. The patient has been advised to stop using the battery and it has been requested that the battery be returned to the manufacturer for evaluation. There are no reports of patient injury associated with this issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 29, 2013. Device not available for analysis.